Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that during a defibrillator check-up in may 2025, several episodes of myopotential oversensing, spaced several months apart, were observed, suggesting the onset of a right ventricular (rv) lead fracture. Subsequently, the patient underwent a revision procedure, and the lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not indicated at this time.